Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e136 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e136 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories pressure dome membrane leak and alarm #18: system pressure, and no trend was detected for these categories. The complaint investigation was conducted utilizing the returned kit and smart card data log. Examination of the pressure dome verified that a blood leak had occurred, but did not indicate that there was an issue with the pressure dome itself. Blood leak was confirmed by examination of the system pressure dome, but no manufacturing issues with the pressure dome were found. There was no membrane on the system pressure dome, as received, and no loose membranes were found in the bag in which the kit was packaged after a thorough search. A membrane would have to have been installed on this pressure dome during kit manufacture or a prime of the kit could not have been completed, let alone the processing of 195 ml of whole blood, due to a large leak of priming liquids from the system pressure dome. Review of the smart card data confirmed the occurrence of a system pressure alarm, but testing of the centrifuge bowl did not find an issue with the centrifuge bowl. The complaint is considered verified as the reported faults (leak and system pressure alarms) were observed, however no physical fault was found with the kit therefore a defect was not confirmed. This case is reportable as a MDR due to the reportable malfunction, pressure dome membrane leak. Since the pressure dome membrane leak is only associated with the kit, only one MDR will be filed for this case. Investigation complete. (B)(4).

Event description:
Customer called to report system pressure dome membrane leak during treatment procedure using instrument serial number (B)(4) and kit lot e136. Customer reported that they had some access issues at start of the procedure, which they were able to clear. At about 206 ml of whole blood processed, a system pressure alarm occurred, and this is when she noted the blood was leaking from the system pressure dome. Customer aborted procedure with no return of blood/products to the patient. Customer stated no one was splashed with fluids or injured and that patient was stable. Customer will return the kit for investigation.